Event description:
Complainant alleged that during functional testing, the device inappropriately displayed a "short detected" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, full functional testing, and defib shock testing without duplicating the report. The device was recertified and returned to the customer. The multifunction cable used at the time of the report was not returned for evaluation. No trend is associated with reports of this type.